Manufacturer narrative:
The patient's na and k relevant test details were requested but not provided. The customer's calibration, qc, system alarm trace, and sample pre-analytical details were requested but not provided. After service, no further issues were reported by the customer. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). Leading up to the event, the customer had multiple calibration issues so the electrodes were changed on (B)(6) 2021. The customer alleged observing ise noise alarms. The field service engineer replaced various parts and performed adjustments and cleaning' s. Calibration and qc were acceptable. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect cl for gen.2 results for 1 patient sample on a cobas 6000 c501 module. The initial result was 135 mmol/l. The sample was repeated on another line and the result was 104 mmol/l. It is unknown if these results were reported outside of the laboratory. The electrode lot number is c51 with an expiration date of 19-oct-2021.